Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 1 mg for a total dose of 0.066 mg/day via an implantable pump. It was reported the patient had a magnetic resonance imaging (MRI) on their knee. The patient was instructed by clinic staff to come by the office post MRI for device interrogation. It was noted there was a motor stall post MRI. The research staff was not informed of the visit. It was noted that the motor stall did recover following MRI and date and times of the motor stall and motor stall recovery were not identified. It was noted that the motor stall recovered on its own. No action was taken. The outcome was resolved. The event date was (B)(6) 2021. No further complications were reported/anticipated.